Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. There was no material missing and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system (B)(4). Per logs, the instrument has 9 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no report of harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer identified a damaged conductor wire at the tip of the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the instrument was checked following reprocessing, the conductor wire insulation cover was found to be cracked at the distal end, leaving the wire exposed. The customer confirmed that the conductor wire was not fully broken. There was no report of unintended energy discharge or arcing on the last known instrument usage and no known instrument collision on the last known instrument usage. There was no report of loss of cautery during the last time the instrument was used and no report of patient injury. According to the customer, there are no photographic images of the device available for isi review.